Manufacturer narrative:
Based on information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.

Manufacturer narrative:
Based on information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient did not exhibit any signs or symptoms of an infection, and the foreign material was discovered during an unrelated surgical procedure, and was surgically excised without incident. It was confirmed that no additional information will be provided. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients. Device indentifier not provided

Event description:
On (B)(6) 2017, the following information was reported to kci by the hospital risk management representative: there was a report of an injury to a patient when a foreign material alleged to be v.a.c.® dressing was retained and adhered to the dura of the patient's spinal cord. On (B)(6) 2017, the following information was reported to kci by nurse: a foreign material alleged to be v.a.c.® granufoam¿ dressing was discovered during an unrelated surgical procedure on (B)(6) 2017. The foreign material was subsequently removed via surgical excision. No further issues resulted from dressing removal. The patient had no prior signs or symptoms of infection. Lot number was not available. No additional information will be provided. The v.a.c.® granufoam¿ dressing lot number was not provided, therefore a device history review could not be performed.